Event description:
Reflective sterile spheres failed to track during a procedure. Clinical specialist reported some of the spheres showed visible damage. Attempted to wipe off spheres, but ended up changing them out. Another set of sterile spheres were used to complete the procedure without any issue. This event was communicated by medtronic navigation. Site/user did not take pictures of sphere. Still waiting for site/user to return spheres. No serious implications to this issue were mentioned by the complainant. No patient was harmed and no serious injury occurred.